Event description:
On (B)(6) 2009, the pt reported that the menu button of her infusion device responded intermittently and the infusion device no longer beeps when the button is pressed. She stated that she is visually impaired and unable to read the display of the infusion device. She noticed the issue "six months ago" while attempting to change the insulin cartridge. She inserted a new battery into the infusion device and it beeped when the menu button was pressed. The infusion device has not been dropped or exposed to water. She switched to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.